Manufacturer narrative:
This report is filed, april 1, 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2016 resulting in fixture loss.